Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019. The field service engineer (fse) confirmed the reported issue. The fse tightened the screw to correct the issue, tested the cart operation, and no other problems were found. The device was not being used for treatment at the time the reported issue was discovered. The relationship of the device to the reported issue cannot be determined at this time. No parts were returned to failure investigation.

Event description:
The customer reported the large screw that holds caster to cart is loose. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.